Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. Failure traced to: short found on t1 of the inverter board with lot code 2411 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A well-known inverter board was installed, and the display became operational. Voltage verification check passed. Heater tray test passed. Heater safety test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a ¿display brightness problem¿ on the liberty select cycler. The patient reported that at first the screen was very bright but after powering up, the cycler brightness started to dim significantly, making it difficult for the patient to see the screen. Rebooted cycler and brightness remained very dim. Screen was dim during (power up). Display brightness was set to (10). Patient also noticed cycler was not heating up the cycler bag like it was supposed to. ¿issue: heater bag was not warm enough¿ occurred in unknown phase/cycle of dialysis. Patient was connected. The fresenius technical support representative advised to discontinue use of this cycler and to contact peritoneal dialysis registered nurse (pdrn) to inform of replacement. Upon follow up, it was confirmed that the patient was able to complete the treatment on the cycler and the cycler replacement has been received. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.